Manufacturer narrative:
This is default text configured for block h10.

Event description:
It is the albuterol sulfate inhaler, and it is defective [device defective] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse events device defective and no adverse event in female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient via an voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date, the patient was being treated with albuterol sulfate inhalation 90 microgram (ndc, batch no, exp date and serial number were not reported) via inhalation for an unknown indication. Current condition included pneumonia. Co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient called about a defective product. It was the albuterol sulfate inhaler, and it was defective. The patient further stated that patient can't get it refilled until next week, and patient was getting over pneumonia. Last action taken with albuterol sulfate inhalation in relation to device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device defective and no adverse event was unknown. The reporter did not provide the causality of device defective and no adverse event with albuterol sulfate inhalation. This case was considered as non-serious. The reportability of this case was periodic. Additional information (#1) was received on 05-jun-2026. The update included findings from the quality retention sample investigation. According to the investigation results, no defects or abnormalities were observed in the retention samples. However, review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on the involvement of multiple devices/lots, the case has been reassessed and upgraded for malfunction reporting. This case is considered as serious. The reportability of this case was expedited (malfunction report).